Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was escalated from an impella cp to an impella 5.5. The impella 5.5 was inserted surgically in the right axillary/subclavian artery. During the case, shockwave lithotripsy was used in the left main. The shockwave device was likely within close enough proximity (less than 20 millimeters) to the impella 5.5 optical sensor, and the sonic pressure waves impacted/likely damaged the impella 5.5¿s optical sensor. The timing lined up with the shockwave pulses- aortic/ left ventricle signals went out, and a ¿placement signal unreliable¿ alarm was triggered. The pump is still in use.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial number). Upon review, the section d serial number has now been updated. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of placement signal issue was not determined since product and logs were not returned for the investigation. The cause of device interaction or damage by another device was not determined since product and logs were not returned for the investigation.

Manufacturer narrative:
D6b. Explantation day, month and year added